Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had hardware low level failures alarm after self test. The customer¿s blood glucose level was 158 mg/dl at the time of the incident. Customer stated that there was fluid inside reservoir compartment. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No pump error 63 noted during testing, however, pump error 63 (variable 3) was present in the device trace download due to broken trace at on keypad assembly. Device received with same audio tone when switching from volume due to electronic defect. During visual found motor and pcb1 moisture damage.